Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2020-00083.

Event description:
Patient revised on (B)(6) 2020 due to infection approximately 2 years after primary surgery. All components were explanted (24mm glenoid baseplate, 40mm centered glenosphere with screw, humelock reverse 40/14 stem, 40/+3 standard humeral cup, 2 standard screws, and 2 locking screws) and an antibiotic spacer was then implanted. No manufacturer products remain in the shoulder.